Event description:
It was reported to boston scientific corporation, that during a ureteroscopy, a uromax ultra dilatation balloon was used to dilate the ureter. During inflation, the balloon "popped during inflation" inside the patient. The procedure was completed with another uromax ultra balloon. There were no patient complications and the patient condition was reported as "patient is fine".

Manufacturer narrative:
A visual examination of the returned device revealed a kink approximately 300mm distal to the strain relief. A pinhole was observed 4mm distal to the proximal balloon bond. No burst was revealed.